Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following implantation into the eye, the optic was torn and the trailing haptic had to be cut as it would not come out of the injector. The iol was explanted and exchanged during the original surgery session. The additional information received identifies that the surgeon had to use a lot of force to achieve iol injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 073221088 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 073221088. The user continuing injection at the point force had to be used to achieve ejection of the lens is a deviation from the IFU and likely a contributory/causative factor in the lens being delivered into the eye in a damaged condition.

Event description:
On 1st august 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone toric rao610t. The event description provided states that following implantation into the eye, the optic was torn and the trailing haptic had to be cut as it would not come out of the injector.

Event description:
On 1st august 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone toric rao610t. The event description provided states that following implantation into the eye, the optic was torn necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that that following implantation into the eye, the optic was torn and the trailing haptic had to be cut as it would not come out of the injector. The iol was explanted and exchanged during the original surgery session. The additional information received identifies that the surgeon had to use a lot of force to achieve iol injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were firmly closed, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned and as reported was found to be in a very damaged condition. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damaged was observed to the injector. To facilitate further testing of the injector, the injector was re-assembled and 1x rao100c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product inspection confirms the event as reported; however, testing has been unable to replicate the event. Testing on the returned injector confirms the device performs per design/as intended. Our review of production records for the rayone toric rao610t batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch (B)(4). The user continuing injection at the point force had to be used to achieve ejection of the lens is a deviation from the IFU and likely a contributory/causative factor in the lens being delivered into the eye in a damaged conditon.